Event description:
Caller reported a malfunction on pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump. Customer was advised to continue using the pump and to call back if any malfunction code recurs.